Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked and missed. Customer stated that insulin pump had been dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.